Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. There was a non-sustained right ventricle oversensing alert and upon interrogation, post-paced t-wave oversensing was noted that appeared very intermittently. It was decided to monitor the patient. There were no patient consequences.